Event description:
An endovascular stent with delivery system was successfully advanced to the target lesion site located int the pt's iliac artery. Upon an attempt to inflate the balloon catheter, the balloon would not inflate. In response, the balloon catheter was successfully withdrawn from the pt and another balloon catheter was utilized to successfully expand and deploy the stent. There were no complications reported relative to this event.